Event description:
It was reported by the patient's spouse that "the device may not be working properly and the patient is "having a skipped beat". The spouse suspected that the device may be close to elective replacement indicator (eri). Follow-up was attempted with the clinic to obtain additional information. The patient has not been seen since (B)(6) 2013. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.